Event description:
It was reported that the system was explanted due to output circuit damage, inappropriate shock, and noise.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the reported field event of noise, inappropriate shock, and output circuit damage were confirmed. The electrograms were analyzed and found the noise and the inappropriate shock were caused by a lead anomaly. The device was tested on the bench and with automated test equipment and found the q2 and q16 output stage transistors shorted. The cause of the output stage damage could not be determined.